Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred on (B)(6) 2016 while the user was in texas. Reportedly, the user had been experiencing elevated blood glucose (bg) levels in the 300's (mg/dl) since (B)(6) 2016 and suspected that the altitude alarm could have contributed to the bg level. The user addressed bg level with a bolus via the pump. The user cleared the alarm and insulin delivery was resumed.